Event description:
The caller reported that the infusion device was delivering an inaccurate amount of insulin. The caller reported that on (B)(6) 2022 the pump delivered all of the remaining 66.6 units of insulin to the customer and on (B)(6) 2022 the pump delivered 232.6 units of insulin to the customer. For both event's the customer experienced hypoglycemia and the mother treated the customer with sugar water. On (B)(6) 2022 after the mother treated the customer with sugar water, the customer continued to feel weak and experienced tremors. The mother transported the customer to the hospital. At the hospital the customer had some exams performed, but no treatment was given, and the customer was sent home. The customer's current condition is stable.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.